Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. The analyst noted that there was tissue visible on helix. But the helix could be extended and retracted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead exhibited fixation difficulty and the lead helix mechanism did not work correctly. The lead was removed and replaced. No patient complications have been reported as a result of this event.